Event description:
On (B)(6) 2013, patient reported the buttons on the device were not functioning correctly. She reported the up, down, and menu buttons work intermittently, and this has caused hyperglycemia and hypoglycemia as she's unsure if boluses are delivered. The buttons are raised, and she has to press and hold them for the infusion device to respond. Her blood glucose was 350 mg/dl on the day of the report, and her target range is below 180 mg/dl. She experienced hypoglycemia in the 50's mg/dl the previous week, and she drank juice as treatment. She did not require treatment from a second party or healthcare professional to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.